Event description:
It was reported that during a hip procedure using a speedlock hip knotless fixation device, the sutures broke upon tensioning. This deficiency required the surgeon to drill a new bone hole to complete the procedure. There were no significant delays or patient complications reported as a result of this event.